Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - used after expiration.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted an xtw clip was prepared and inserted prior to the abbott representative entered the procedure. Roughly five minutes later, it was observed the clip delivery system (cds) was expired. Therefore, the cds was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. In this case, it was reported that the expiration date was noticed while inserting the clip through the sgc, and the clip was subsequently removed and not used. This deviation from the instructions for use (IFU) did not cause or contribute to any issues. It should be noted that, per the mitraclip system IFU, warns ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection.¿ therefore, a letter will not be sent to the account to address the deviation from the instructions for use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.